Event description:
A customer reported to the MFR he awoke from CPAP therapy to find his CPAP mask filled with smoke. The customer did not claim that any harm or injury occurred, but stated he was examined by a physician following the alleged event and no treatment was required. The alleged event reportedly occurred on (B)(6) 2006. However, the manufacturer was not made aware of the event until notified by the customer in (B)(6) 2008. The customer reported to the MFR that they returned the CPAP device to their dme supplier for replacement shortly after the event occurred. The customer alleged no problems with this CPAP mask. When contacted the dme supplier stated they had no record of alleged event, the affected device's serial number, or the device whereabouts. Neither the pt nor the dme had a record of the CPAP device serial number to provide to the MFR. The MFR has conducted a search of their complaint database for complaints received from the dme provider from (B)(6) 2006. No complaints could be found that were comparable to the reported incident. Therefore, it is unknown whether this CPAP device was ever returned from the dme to the MFR. The MFR concludes that if the alleged incident occurred, it potentially could have caused or contributed to pt harm or injury. However, the CPAP is designed with an air path that is isolated from the device's electronics housing. This isolated air path is designed to prevent ingress of smoke into the pt air path in the unlikely event that combustion of internal components occurs. The CPAP device associated with the 2006 event was not available for investigation and the manufacturer cannot substantiate the alleged incident occurred. Therefore, the MFR concludes no further action is required at this time. If further info regarding this case becomes available, we will continue our investigation at that time and will subsequently submit a follow up MDR report to the FDA if appropriate.

Manufacturer narrative:
Method: the device associated with the alleged event was not made available for the MFR to evaluate. Results: the MFR was unable to substantiate the device failure occurred.